Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. There was no known clotting disorder. However, the patient had a strong lung bleeding tendency from the beginning therefore only few heparin could be given in the beginning, but tirofiban was running (usually higher doses of heparin are given). Adjustment of anticoagulation, conservative treatment of thrombosis were performed. The patient was in a high risk category for dvt due to immobility. The patient is in stable condition. There was no patient injury or death reported. There was no patient injury or death attributable to zoll product. Event was serious because it required treatment to prevent a potential life-threatening condition. Event assessed as possibly related to the zoll catheter due to relevant timing and location of thrombus in iliac vein and into the inferior vena cava. At the same time, other conditions also potentially contributed to this event. Immobility in a post cardiac arrest patient adds a risk of dvt as well as inadequate dvt prophylaxis in this case. Patients in a critical condition are predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Thrombus is anticipated event and could potentially occur with usage of any catheter.

Event description:
A physician reported that a 10 cm long thrombosis along the patient's vena cava was confirmed via CT scan without fulminate symptoms. The (B)(6) years old male patient had a stroke which is probably not due to the thrombosis, since there was no occlusion of the blood vessels observed. The icy catheter (lot #unknown) was already removed during that time when the thrombosis was discovered. The icy catheter insertion was smooth into the patient's right femoral vein. The catheter dwell time was 96 hours. The dvt prophylaxis on the patient was aspirin, tirofiban and low dose of heparin. The patient is in stable condition.